Event description:
Patient was injected subcutaneously with a total of 0.25 ml of radiesse into the left nasolabial fold for elastorrhexis on (B)(6) 2011. The needle used to inject radiesse was a 24g cannula. In (B)(6) 2015 the patient experienced formation of an aseptic nodule on the left cheek.

Manufacturer narrative:
The nodule was removed per excision and sent for histological examination which showed crumbles of white subcutaneous material. Plastic reconstruction of the defect was performed. Systematic antibiotics were not prescribed to treat the event. The patient recovered. On (B)(6) 2015, the physician stated that the excision of the nodule was due to medical necessity. The nodule was causing pressure and the physician needed a histological examination to exclude a neoplasia. A scar remained in the nasolabial fold and is barely visible due to the location. The device history review could not be conducted as the lot number was not reported.